Manufacturer narrative:
(B)(4). Similar adverse event is being reported under: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s mother reported that on (B)(6) 2019 the patient started experiencing skin irritation at the insertion site and described the area was very red and itchy. The mother stated she removed the sensor on (B)(6) 2019 due to patient not being able to tolerate the skin reaction and treated the area with hydrocortisone cream. The patients mother stated the hydrocortisone cream was previously prescribed on (B)(6) 2014 by a physician for a previously reported dexcom skin reaction on (B)(6) 2015. At the time of contact, it was indicated that the insertion site was still irritated, red, and itchy. No additional event or patient information is available.